Event description:
It was reported that the patient received an elective replacement indicator message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.